Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The anesthesia workstation (system) was investigated on site by our field service engineer. The reported issue was not reproduced during test. No fault was found and no parts were replaced. The system was returned for clinical use and no further issues have been reported since then. Evaluation of the received log shows that the system checkout before and after the event passed without deviations and there is no technical alarms generated at the date of event. The event log shows that the case was started in manual mode and later on set to automatic ventilation in prvc mode and in volume control mode. In prvc and volume control, clinical alarms indicating high pressure were generated. The alarms generated were airway pressure high and regulation pressure limited. The upper airway pressure alarm limit and the parameter tidal volume and respiratory rate were changed but alarms were still generated on and off. Ventilation mode was set to pressure control and no more alarms were generated. In prvc the system delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume but is limited to 5 cmh2o below the set upper pressure limit. The alarm regulation pressure limited is generated when the set tidal volume is not attained due to the imposed restriction of the set upper pressure limit. Our conclusion is that there was no technical failure with the system at the time of the event. The alarms indicating a high pressure in prvc and volume control was related to a too high set tidal volume.

Event description:
Manufacturer ref #: (B)(4).